Event description:
A false negative advia centaur cp tsh result was obtained on a patient sample. The result was not reported to the physician. The customer repeated the tsh assay for the patient sample and the result was elevated. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant tsh result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant tsh result is unknown. The instrument is performing within specification. No further evaluation of the device is required.